Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 22 mmol/l (396 mg/dl) while wearing the pod between 37 and 48 hours with ketones reported at 4.7 mmol/l. The patient's mother reported that the pod was not connected to the dexcom g7 sensor, and the patient awoke feeling unwell with nausea and vomiting. The patient presented to west middlesex university hospital, where diabetic ketoacidosis (dka) was diagnosed. Treatment with intravenous fluids was administered, the patient was discharged on (B)(6) 2026. The pod had been worn on the hip/buttocks and was removed prior to seeking medical attention; a new pod was subsequently applied.